Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The ventilator was on a patient at the time of the reported touchscreen issue. There was no patient harm or medical intervention reported. The customer indicated that the failure did not affect clinical usage and the unit was taken for repair once the patient was discharged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer reported the bottom of the touchscreen was not responsive and calibrating does not resolve the issue. It is unknown if there's patient involvement. Additional information has been requested. The customer spoke with the remote service engineer who advised the customer to replace the touchscreen and provided the part number to order a new touchscreen. The customer replaced the touchscreen and the issue was resolved.